Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the device was sent to olympus without being reprocessed properly. The instruction manual includes preventive measures for the associated event in "operation manual: 5.4: returning the endoscope for repair". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for asset evaluation. During evaluation, it was determined that there was foreign material was found inside the air/water nozzle (aw-nozzle). This was due to insufficient cleaning from reprocessing. The following additional findings were also identified and are as follows: (a.) Flexibility adjustment ring had a scratch., (b.) The grip had a scratch, (c.) The forceps channel port had a scratch, (d.) The air/water-cylinder had a scratch., (e.) The suction cover had a scratch, (f.) The control unit had a scratch, (g.) The suction cylinder had discoloration, (h.) Due to a crack on bending section cover (a-rubber), insulation resistance value at distal end did not meet the standard value, (I.) Due to wear of angle wire, bending angle in up direction did not meet the standard value, (j.) The jejunum tube had foreign objects, (k.) The air water tube had foreign objects, (l.) Objective lens had a chip, (m.) The light guide lens had a crack, (n.) The bending tube was deformed, (o.) The connecting tube was snaking, (p.) The connecting tube had coating peeling, (q.) And the universal cord had coat peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera iii gastrointestinal videoscope loaner was returned to olympus for asset return, with no specified complaint from the end user. During inspection our olympus service center detected foreign material exiting from the air/water nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation. There was no patient involvement.